Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned high results for 2 patients tested for intact human chorionic gonadotropin + the b-subunit (hcg+b). Based on the data provided, the results for 1 patient were erroneous. It is not known if erroneous results were reported outside of the laboratory. The customer thinks the issue with the high results is due to carryover from a nearby high hcg + b sample. Patient 1 initial hcg + b result was 249.9 (unit of measure not provided). The next day a new sample was obtained and the result was <3.0 (unit of measure not provided). Repeat testing was not performed on this patient. It is not known if the initial result for this patient was erroneous. Patient 2 initial hcg + b result was 40.71 (unit of measure not provided). The sample was repeated the same day on a different line of the analyzer and the result was <3.0 (unit of measure not provided). No adverse event occurred. The hcg + b reagent lot number was 1902800 with an expiration date of 03/31/2017. Weekly maintenance and 14-day maintenance was performed on the analyzer on 02/03/2016. The field service engineer visited the customer site and identified a bent bead mixer on the instrument.

Manufacturer narrative:
It was noted that the customer also questioned a 3rd patient sample due to carryover from a nearby high hcg + b sample. The initial hcg + b result from the 3rd patient was positive (the actual result was not provided). This patient was called back to provide a new sample. The result from the new sample was negative (the actual result was not provided). A specific root cause could not be identified. A carryover study performed by the customer did not show any carryover with the e602 analyzer. The contamination of the sample that the customer suspects does not occur with the e602 analyzer due to the use of disposable tips. A potential root cause may be related to a clot in the sipper flow path. The clot may stay in the measuring cell until it is removed by the cleaning cycle. The field service engineer visited the customer site and no issues with the reagent pack were identified. The instrument is operating according to specifications and the customer has had no further issues.